Event description:
Patient reported left side "moderate pain", "breast feels firm and looks abnormal due to capsular contracture" via breast implant follow-up study annual questionnaire. Patient later reported "rupture" via CT scan and "implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, breast pain, capsular contracture baker grade iii.